Event description:
It was reported by the director, clinical engineer that while in the cath lab, the intra-aortic balloon (iab) was prepped & the md inserted the super arrow-flex (saf) sheath into the pts' femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck. The md removed the iab & the saf sheath as one unit. Another iab was used with a teflon sheath. The md was able to insert the second iab over the same spring wire guide (swg) & through the teflon sheath without difficulties. The delay in therapy was noted as "only the time it took to open a second iab, prep it & insert it through the teflon sheath." There were no reported pt complications. The pt outcome is listed as fine. There is no more info available per the director, clinical engineer.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.